Manufacturer narrative:
Activa rc 37612 is not approved for dystonia in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced symptoms including feeling unwell, faint, lightheadedness, and dizziness. The patient alleged it was related to electromagnetic interference (emi) from dyson hot/cool fans, cordless drills, induction hobs, television, and suspected magnets in a showroom while out shopping. It was noted the patient was experiencing an increase in these episodes, which were also described as "out of body" experiences. The patient was implanted for dystonia spasmodic torticollis.